Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 409 mg/dl. The customer had not reported any symptoms and treated high blood glucose with bolus through the pump. Customer's was unsure about the current blood glucose value. Customer reported that the high blood glucose levels began on. Customer declined to troubleshoot for high readings stating that the blood glucose was gone down to 379 mg/dl . The customer also reported that 3 areas of the pump were chipped and black o-ring was missing. The customer stated that reservoir compartment entrance was damaged and was unsure how damage occurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. Insulin pump passed prime/compromised force sensor system test and excessive no delivery test. Unable to perform basic occlusion test, occlusion test and displacement test due to completely broken off reservoir tube lip.